Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflamed area where coils were placed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), muscle spasms ("muscle spasms") and endometriosis ("endometreosis") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), leiomyoma ("leimyomas") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, inflammation, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, psychological trauma, neoplasm, weight increased, gastrointestinal disorder, fatigue, leiomyoma, uterine leiomyoma, muscle spasms and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, endometriosis, fatigue, gastrointestinal disorder, inflammation, leiomyoma, menorrhagia, muscle spasms, neoplasm, pelvic pain, psychological trauma, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, psych injury and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to chronic pain/pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, tumors, weight gain, gi conditions, fatigue, leiomyomas, inflamed area where coils were placed, fibroids, muscle spasms and endometriosis. Reporter information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia on (B)(6) 2018, asthma on (B)(6) 2018, cataract on (B)(6) 2018, congestive heart failure on (B)(6) 2018, chronic kidney disease on (B)(6) 2018, clotting disorder on (B)(6) 2018, copd on (B)(6) 2018, depression on (B)(6) 2018, diabetes mellitus on (B)(6) 2018, eating disorder on (B)(6) 2018, eczema on (B)(6) 2018, emphysema on (B)(6) 2018, glaucoma on (B)(6) 2018, heart murmur on (B)(6) 2018, hearing loss on (B)(6) 2018, hepatitis on (B)(6) 2018, inflammatory bowel disease on (B)(6) 2018, jaundice on (B)(6) 2018, meningitis on (B)(6) 2018, myocardial infarction on(B)(6) 2018, neuromuscular disorder nos on (B)(6) 2018, osteoporosis on (B)(6) 2018, pneumonia on (B)(6) 2018, scoliosis on (B)(6) 2018, seizures on (B)(6) 2018, sickle cell anemia on (B)(6) 2018, stroke on (B)(6) 2018, substance abuse on (B)(6) 2018, tuberculosis on (B)(6) 2018, urinary tract infection on (B)(6) 2018, varicella on (B)(6) 2018, vision abnormal on(B)(6) 2018, hypothyroidism, eyebrow loss of, menstruation irregular, dysfunctional uterine bleeding, fibrocystic breast disease, ankylosing spondylitis, rheumatoid arthritis, polycystic ovary, cesarean section, parity 2, carpal tunnel syndrome, joint disorder, appendectomy, plastic surgery and blood transfusion. Current weight 200 lbs. (B)(6) 2019- surgical pathology report diagnosis: uterus, bilateral tubes: weight 56g; supracervical hysterectomy; uterus with weak secretory change; focal adenomyosis; unremarkable detached right and left tubes. Previously administered products included for polycystic ovaries: neurontin; for polycystic ovary syndrome: metformin; for an unreported indication: baby aspirin. Concurrent conditions included obesity, ovarian cyst, hypertension, chest pain, adenomyosis, penicillin allergy, rash, vomiting, gas pain and peritoneal adhesions. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium, labetalol, paracetamol (acetaminophen) and simeticone (simethicone) for hypertension as well as carisoprodol, cefixime (flexeril), cyclobenzaprine and diazepam. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced muscle spasms ("muscle spasms/ severe muscle spasms lower back then cause whole body muscle tight"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), medical device site inflammation ("inflamed area where coils were placed/ areas around the coils were inflamed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ period pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type"), anxiety ("psych injury/ psychological or psychiatric problems condition: constant pain, fear of day #1 of my period"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: gerd"), fatigue ("fatigue"), endometriosis ("endometreosis"), vaginal discharge ("vaginal discharge"), sleep disorder ("sleep issue"), back pain ("I have back pain") and muscle twitching ("leg twitching") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), leiomyoma ("leimyomas") and uterine leiomyoma ("fibroids/fibroid growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, medical device site inflammation, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, anxiety, neoplasm, weight increased, gastrooesophageal reflux disease, fatigue, leiomyoma, uterine leiomyoma, endometriosis, vaginal discharge, back pain and muscle twitching outcome was unknown and the muscle spasms and sleep disorder was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, leiomyoma, medical device site inflammation, menorrhagia, muscle spasms, muscle twitching, neoplasm, pelvic pain, sleep disorder, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, psych injury and other injuries/symptoms. Insertion details-the both tubal ostia were clearly seen. Essure devices were opened. Left one was placed without any difficulties in the tube and two loops were protruding into the cavity . The same was repeated on the right side and one loops was outside in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Ultrasound scan - on an unknown date: result: other (please describe) okay. I was advised my tubes were sealed. I was lead to believe tubes were cut. I didn't discuss metal placed in my body. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, back pain, uterine leiomyoma, pelvic pain, muscle spasms, anxiety, gastroesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia on (B)(6) 2018, asthma on (B)(6) 2018, cataract on (B)(6) 2018, congestive heart failure on (B)(6) 2018, chronic kidney disease on (B)(6) 2018, clotting disorder on (B)(6) 2018, copd on (B)(6) 2018, depression on (B)(6) 2018, diabetes mellitus on (B)(6) 2018, eating disorder on (B)(6) 2018, eczema on(B)(6) 2018, emphysema on (B)(6) 2018, glaucoma on (B)(6) 2018, heart murmur on (B)(6) 2018, hearing loss on (B)(6) 2018, hepatitis on (B)(6) 2018, inflammatory bowel disease on (B)(6) 2018, jaundice on (B)(6) 2018, meningitis on (B)(6) 2018, myocardial infarction on (B)(6) 2018, neuromuscular disorder nos on (B)(6) 2018, osteoporosis on (B)(6) 2018, pneumonia on (B)(6) 2018, scoliosis on (B)(6) 2018, seizures on (B)(6) 2018, sickle cell anemia on (B)(6) 2018, stroke on (B)(6) 2018, substance abuse on (B)(6) 2018, tuberculosis on (B)(6) 2018, urinary tract infection on (B)(6) 2018, varicella on (B)(6) 2018, vision abnormal on (B)(6) 2018, hypothyroidism, hair thinning, menstruation irregular, dysfunctional uterine bleeding, fibrocystic breast disease, ankylosing spondylitis, rheumatoid arthritis, polycystic ovary, cesarean section, parity 2, carpal tunnel syndrome, joint disorder, appendectomy, plastic surgery and blood transfusion. Current weight 200 lbs. (B)(6) 2019- surgical pathology report diagnosis: uterus, bilateral tubes: weight 56g; supracervical hysterectomy; uterus with weak secretory change; focal adenomyosis; unremarkable detached right and left tubes. Previously administered products included for polycystic ovaries: neurontin; for polycystic ovary syndrome: metformin; for an unreported indication: baby aspirin. Concurrent conditions included morbid obesity, ovarian cyst, hypertension, chest pain, adenomyosis, penicillin allergy, rash, vomiting, gas pain and peritoneal adhesions. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium, labetalol, paracetamol (acetaminophen) and simeticone (simethicone) for hypertension as well as carisoprodol, cefixime (flexeril), cyclobenzaprine and diazepam. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced muscle spasms ("muscle spasms/ severe muscle spasms lower back then cause whole body muscle tight"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device site inflammation ("inflamed area where coils were placed/ areas around the coils were inflamed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ period pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type"), anxiety ("psych injury/ psychological or psychiatric problems condition: constant pain, fear of day #1 of my period"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: gerd"), fatigue ("fatigue"), endometriosis ("endometreosis"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), sleep disorder ("sleep issue"), back pain ("I have back pain") and muscle twitching ("leg twitching") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), leiomyoma ("leimyomas") and uterine leiomyoma ("fibroids/fibroid growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, supracervical hysterectomy (uterus only), lysis of adhesi). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, medical device site inflammation, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, anxiety, neoplasm, weight increased, gastrooesophageal reflux disease, fatigue, leiomyoma, uterine leiomyoma, endometriosis, genital haemorrhage, vaginal discharge, back pain and muscle twitching outcome was unknown and the muscle spasms and sleep disorder was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, leiomyoma, medical device site inflammation, menorrhagia, muscle spasms, muscle twitching, neoplasm, pelvic pain, sleep disorder, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergy, psych injury and other injuries/symptoms. Insertion details-the both tubal ostia were clearly seen. Essure devices were opened. Left one was placed without any difficulties in the tube and two loops were protruding into the cavity . The same was repeated on the right side and one loops was outside in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Ultrasound scan - on an unknown date: result: other (please describe) okay I was advised my tubes were sealed. I was lead to believe tubes were cut. I didn't discuss metal placed in my body. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, back pain, uterine leiomyoma, pelvic pain, muscle spasms, anxiety, gastroesophageal reflux disease. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs+mr received- lot number were added. New events abnormal bleeding (general), psychological or psychiatric problems condition: constant pain, fear of day #1 of my period, vaginal discharge, I have back pain, leg twitching, sleep issue were added. Pt of gastrointestinal disorder updated to gastrooesophageal reflux disease. Pt of psychological trauma updated to anxiety. Outcome of muscle spasms updated to recovering / resolving. New reporter, patient information, medical history, historical, concomitant and treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.